Manufacturer narrative:
Device not returned.

Event description:
It was reported that the load fill tubing sequence was initiated while the customer was connected at the infusion set site. The customer removed the infusion set tubing to prevent unintended insulin from being delivered. There was no adverse impact to customer¿s blood glucose level. No additional information was provided.